Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin p[ump was under delivering the insulin. The blood glucose at the time of the incident was 356 mg/dl and current blood glucose was 350 mg/dl. Customer treated high blood glucose with the insulin pump. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. The customer also stated that, the infusion set had . Customer declined to continue pump troubleshooting. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.